Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to corroded keypad traces. Unit received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 66 mg/dl. Troubleshooting was not performed. The device was returned for analysis.